Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7126617, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 36963171, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 36963171, UDI: (B)(4).

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the patient suffered a right ventricular infarction which was noted on imaging during stage I of the procedure. The patient underwent two separate craniotomies of the right frontal lobe in the days following the procedure. The patient is stable but remains intubated and in the intensive care unit. The physician assessed the cause of the event is unknown but determined that the event was not related to the implanted device.